Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection, lead vegetations, and endocarditis. Vegetations were noted on the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads, and were visualized via echocardiogram. Additionally, the infection was unrelated to the abbott device or any device - related procedure. The physician explanted the active system - including the implantable cardioverter defibrillator (ICD), rv lead, ra lead, and lv lead to resolve the issue. The patient was in stable condition.